Manufacturer narrative:
(B)(6). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the power supply pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.  After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number (B)(6)).

Event description:
It was originally reported to physio-control that the customer's device would not power on using ac power; however, an alternative means of a power was available (dc power).  As a result, there was no indication that the reported issue was likely to cause or contribute to death or serious injury.  There was no patient use associated with the reported event. After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly.  As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number (B)(6).